Manufacturer narrative:
Patient information provided.

Event description:
A medtronic representative reported that, during a cranial resection procedure, the axiem box stopped working. The axiem box was on-top of the bed when the error occurred - the navigation system immediately resumed normal function when the box was hung on the bed, allowing proper ventilation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. The medtronic representative noted that at the time of the procedure, laying the axiem box on the bed prevented proper ventilation and likely caused overheating.a medtronic representative, following up with the site, was unable to reproduce the issue. Suspect device has not been returned to manufacturer for analysis.